Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the reservoir had air bubbles. It was also stated that the customer experienced the high blood glucose level. The blood glucose level of the customer was 20.1 mmol/l. The device will not be returned for the analysis.